Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The pump was received with missing end cap sticker. No moisture damage was found inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 135 mg/dl. The mother stated that her son was at soccer practice and was sweating heavily. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.